Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. This failure was caused by depleted batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility representative reported a fail code 570 during service on site. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.